Event description:
The home patient (hp) reported minicaps which appeared to have no betadine inside the cap. The hp stated the caps were white in color. Per the rn, there was no pt injury or medical intervention reported.